Manufacturer narrative:
Method: the device was reported to be available for analysis. At this time I-flow is pending the receipt of the device. At this time the device history review (DHR) is in progress. Results: once the device is received and tested, results will be provided once the eval and investigation have been completed. Conclusions: once the investigation and device analysis are completed a follow-up report will be submitted. Info from this incident will be included in our product complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis, trend info, or other analysis as appropriate.

Event description:
Fill volume: 400 ml. Flow rate: 8 ml/hr to 6 ml/hr. Procedure: arthroscopy rotator cuff repair. Cathplace: interscalene block. {please ref. 2026095-2014-00167/14-00651 b}. Report 1 of 2: on (B)(6) 2014, an international customer reported that there were two incidents in regards to an on-demand pca button that, "stayed down, did not come back up". Pts experienced intoxication of anesthesia. Incident 1: on (B)(6) 2014, it was reported that a (B)(6) year old female pt experienced dyspnea, stuffy nose and motor and sensory block 30 minutes after pressing the "on-demand button" on a easy-pump pca -saf combo. Incident date was on (B)(6) 2014. The pump was stopped and the pt is reported to be doing well.